Event description:
A malfunction code was reported on the pump, identified as malf 16, requiring technical assistance after an initial reset attempt failed to resolve the issue. There was no reported impact to the customer's blood glucose level, as the customer declined to provide specific details. Technical support provided pump reset information, assisted the customer with the process, and ultimately decided to replace the pump. The customer was guided on using manual injection therapy as a temporary backup, instructed on how to store the pump, and was asked to return the defective pump using a prepaid label within 10 days.